Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to damage to the plug unit and connector cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited no image. The issue occurred during inspection for use. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction as an update to a previously submitted report. Corrected field: h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.